Event description:
It was reported that the right atrial lead exhibited noise, high impedance and was fractured. The noise could be reproduced with isometrics. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found an insulation abrasion at 33.3 cm to 34.0 cm from the tip electrode and the proximal coil was exposed in the same area. Another insulation abrasion at 37.1 cm to 38.5 cm from the tip electrode. The proximal coil was exposed and stretched, one filar of the proximal coil was fractured and distal insulation was damaged in the same area. Both abrasions were consistent with friction to device can.